Manufacturer narrative:
B3: unknown, no information provided. E1: address line 2 (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached. There was no patient involvement. The issue occurred during testing.

Manufacturer narrative:
One device was returned for repair. There were no services previously reported. During the visual evaluation the device was found in good condition. Functional testing was performed with multiple cassettes and the problem of cassette not attached alarm was not replicated. The pump was working correctly, and no problem was found.